Event description:
The national complaint coordinator reported a home pt reported the blue tip detatached from the finger pad while the nurse was investigating the blockage. No pt injury was reported. No additional info available.